Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1.7 mmol/l and 13.3 mmol/l, 1.2 mmol/l and 13.2 mmol/l, 1.9 mmol/l and 14.7 mmol/l, 0.6 mmol/l and 11.0 mmol/l, 1.0 mmol/l and 10.4 mmol/l, 0.8 mmol/l and 6.8 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test cassette is no longer available.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.